Event description:
Patient had previously undergone bilateral breast mastectomies because of breast cancer and had reconstruction with saline implants. She recently presented with a sudden deflation of her left breast implant and returned for exchange of the ruptured implant for a new gel implant and capsulectomy. The implant that is now ruptured was implanted in 1995.